Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Reference MFR. Reports: 1221359-2022-02134 through 1221359-2022-02127.

Event description:
The customer reported two false positive results, with the ID now covid-19 assay. This report represent the first test ,was performed on (B)(6) 2022 on a nasopharyngeal swab. Conformation test (antigen quantitative) nasopharyngeal was performed, and generated negative result. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test one (1) of two (2).

Manufacturer narrative:
Corrected data : d4 (lot number ) additional data : d4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177673 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m177673, test base part number 190-430 / lot m177673. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177673 showed that the complaint rate is 0.004% (2/55224). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue;however a possible assignable root cause is patient sample interference.